Manufacturer narrative:
(B)(4). Macroscopic examination confirms driver tip broken off. Fracture surface damage noted. Microscopic examination of fracture surface reveals a fairly brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of evidence of torsion, the damage to the mas head threading, and usage suggest failure due to bend stress overload, with the instrument mas head thread likely not fully engaged into the implant. The above observations are consistent with misuse due to inappropriate instrument usage, resulting in bend stress overload and the subsequent foregoing failure. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an l4-s1 fusion. During the procedure, the tip of the screwdriver broke off in a pedicle screw. The broken driver tip is still inside the screw head and still in the patient.